Manufacturer narrative:
Updated information: b5. Additional information received from the physician/author stated there was no causal relationship between medtronic product and the observed deaths and adverse events. Furthermore, the physician/author noted that none of the medtronic valves are available for return because they remain implanted. H6. Eval code method (fdm/annex b) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: de marzo v, et al. Impact of bioprosthetic valve type on peri procedural myocardial injury and mortality after transcatheter aortic valve replacement. Heart vessels. 2021 nov;36(11):1746-1755. Doi: 10.1007/s00380-021-01861-8. Epub 2021 may 7. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of self-expandable valve compared to balloon-expandable valve deployment on peri-procedural myocardial injury after transcatheter aortic valve replacement (tavr). The authors noted they decided to focus only on laboratory biomarkers, such as troponin elevation, to define peri-procedural myocardial injury. All data was retrospectively collected from a single center between january 2014 and december 2019. Of the 596 patients included in the study population (predominantly female, mean age 83.4 years), 213 underwent tavr with a medtronic transcatheter valve: corevalve (70), evolut r (58), or evolut pro (85). No unique device identifier numbers were provided. Among all patients, the all-cause 30-day and one-year mortality rates were 2.5% and 8.1%, respectively. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: peri-procedural myocardial injury (64 corevalve cases, 53 evolut r cases, 70 evolut pro cases); elevated biomarkers (troponin I or creatinine); cerebrovascular complication (major or minor stroke); bleeding complication (life-threatening, major, or minor); vascular complication (major or minor); permanent pacemaker implantation; and cardiac tamponade. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.